Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a low blood glucose while using the ilet, reaching 61 mg/dl, treated with oral carbohydrates totaling approximately 37 g, with recovery followed by a second low to 63 mg/dl and subsequent sustained in-range values; the event duration was about 45 minutes and the cause was unclear. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention requiring medication in the form of oral glucose, with no hospitalization reported. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a specific device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.